Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were calling after just getting home from the hospital after having device replaced. The caller had a second person with them during the call as they said they were still under some anesthesia. The patient said they thought they may have gotten the same model of battery replaced. Agent suggested connecting to the implant to confirm device information. This was done, and the patient read off same serial number as battery that was implanted in 2022. The patient clarified then that only the lead was replaced. The patient stated their previous lead "came out," which the healthcare provider (hcp) was able to determine by looking at an x-ray. The patient stated they must have fallen at some point for the lead to become dislodged but wasn't sure exactly what happened or when it happened.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va30lnx); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va30lnx, implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the lead coming out was not known. They stated that they presumed it was a fall. The leads were exchanged in the or on (B)(6) 2025. The issue was resolved.